Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Error head after crossing 1000 rpm found rotaflow drive was defective. Complaint ID:(B)(4).

Manufacturer narrative:
The initial failure description was "head error". The defect rotaflow drive has been requested under the RMA#41888 for further investigations. 2020-09-02: drive received. 2020-09-28: function tests in the service department rastatt: failure could not be confirmed as the closing assy was missing. 2020-10-26: drive send to emtec for repair. 2020-10-28: service report rma2020-1034 received. 2020-10-28: function test in the service department rastatt: all tests were passed. According to the service report 20200817 dated on 2020-08-17 the rotaflow drive has been checked. The drive displays the error message "head error". According to the service report rma2020-1034 dated on 2020-10-19 the "head error" could be confirmed. The mc1 and mc 2 have been replaced. The closing assy has been renewed. The pressure piece on the mast holder has been mounted again. The rotaflow drive was tested. All tests were passed. Most possible root cause could be determined as: mishandling according to the service report 10478546 dated on 2020-10-28 the rotaflow drive has been tested as per service protocol. All tests were passed. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manuel, instructions for use / 4.2 / en / 13, chapter 8.1.2 contain detailed descriptions to prevent an ¿error head¿. The reported failure "head error" was discovered during startup of the rotaflow. The device was directly involved in the event and not able to meet its specifications. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID:(B)(4).